Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling. Returned, unused, sterile proglide devices were successfully tested with no malfunction observed.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with four proglide devices via a 7f sheath prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, when each proglide plunger was removed, the knot came out with the plunger. The sutures of two other proglide devices were successfully preplaced prior to the aaa procedure and used after the procedure to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.